Manufacturer narrative:
As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead did not find any anomalies. The helix could be extended and retracted.

Event description:
During device preparation, the helix was tested and it failed to extend. A new lead was successfully implanted and the patient was in stable condition.